Event description:
According to the reporter, the capsule failed to attach and when the plunger was depressed it did not feel "normal". A repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy was performed prior to the procedure and the esophagus appeared to be normal. No lubricant was used to facilitate capsule placement. The delivery system and capsule will be returned. No harm was caused to the patient and no intervention was required.

Manufacturer narrative:
Device evaluation: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.